Event description:
It was reported that the customer was not receiving insulin through his pump. At the time of reporting his blood glucose was unknown. The customer's girlfriend reported that there was a large bubble in the reservoir of the insulin pump. She further stated that she removed the air bubble and that the pump would administer bolus but not basal doses of insulin. While retrieving the reservoir to obtain the lot number, the line was disconnected. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.